Manufacturer narrative:
Investigation results: nc074934/ca-(B)(6)/gr18616:battery (breaks down under load) defective, replaced. Contra angle 82350 (2015) (worn head drive) defective, repaired. Foot switch 110231 (loose contact) defective, replaced with 214830. The housing has broken in several places (probably due to a fall), but has no effect on the function. The charger, the motor gmr1553638, the motor cable and the measuring cable set after a thorough check, no fault could be found. Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver stops during treatment. No injury occurred.